Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: all three thv leaflets are calcified. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint was confirmed based on provided imagery. The available information suggests that patient factors, including htn, hld, ckd ii, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothoriod, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 1 month post-implant of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, was hospitalized for evaluation of worsening syncope, dizziness, and sob over six months. Initial suspicion was halt/thrombus or fibrin deposition on the valve leaflets, and a heparin drip was initiated. However, transesophageal echocardiography (tee) revealed severe prosthetic aortic stenosis and aortic insufficiency, with abnormal valve function. In conjunction the cardiologist claims the valve failed prematurely. A chest cta did not demonstrate halt or thrombus; calcifications were limited to native aortic and mitral valve leaflets. The anticoagulation was discontinued due to a hemoglobin drop to 7.1 g/dl, requiring transfusion of one unit of packed red blood cells. The only ongoing anticoagulation was aspirin. Tavr explantation and surgical aortic valve replacement (savr) were successfully performed.